Manufacturer narrative:
Patient information was unavailable. A medtronic representative reported that the issue was unable to be reproduced. Surgery coverage has been performed for an additional biopsy case on this system since the reported event, with no issues observed. Additionally, a successful system checkout has been performed since this incident, with no failures detected.

Event description:
A medtronic representative reported that a biopsy sample obtained for a skull base tumor was not sufficient and the physician had to switch the tool to a burr with suretrak. The sample was attempted again and found to be insufficient. After this, the physician had to open up the site for better access. A pointer was used to guide the non-navigating handheld drill. Although patient was re-registered and accuracy was checked, the vascular system was injured during this process. Bleeding was controlled but patient was sent to cath lab for the vascular injury.